Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective high voltage cable assembly that was removed and replaced. Additionally, there was an issue with the controller pcb that was also replaced. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a reported issue with the collimator not working properly.